Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335.

Event description:
It was reported the patient experienced inadequate stimulation with their dbs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may occur. The investigation could not determine which lead was not providing effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
System was explanted to address the issue.